Event description:
Information was received from a company representative (rep) regarding their external device. They reported that a brand-new communicator would seem to take a charge but would not turn on. Only battery light comes on. When power button was depressed, the backlight did not come on nor does the bluetooth light. Email sent to repair. Additional information was received from the manufacturing representative (rep). The rep reported that they were covering a pump replacement on (B)(6) 2026. After the procedure, they attempted to pair the patient's new ptm to the pump, but the communication would not turn on. This confused them because they had charged it while they were in surgery. They decided to plug it in again and did so until they saw the green battery light. Even after showing full battery, neither the bluetooth light nor the power light would turn on. They tried troubleshooting several things including holding the power button for 20 seconds in an attempt to reset the communicator and even calling patient tech services, but neither of these strategies worked. Eventually, patient tech services indicated that they would send them a replacement. The issue was resolved at the time of the report. The healthcare provider (hcp) had no further information for the manufacturer.

Manufacturer narrative:
Tm90t0 product analysis: analysis found through visual observation that the micro usb charge port was loose. The device did not power on after 1.5 hours. The tm90 recharging circuitry was damaged. The device was taken out of service/scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.